Event description:
Same case as MFR. 2134265-2011-01245, 2134265-2011-01242, 2134265-2011-01244. It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. The concentric target lesion was located in a calcified ostial right coronary artery (rca). The physician placed the 3.5 runway guide catheter and a 185cm kinetix straight tip guide wire. An attempt was made to advance the 2.5mm x 6mm flextome cutting balloon catheter however, the catheter would not cross the lesion. The cutting balloon was switched out for a 2.0mm x 12mm nc quantum apex balloon catheter. The balloon was inflated multiple times. The quantum apex was then switched out and the same 2.5mm x 6mm flextome cutting balloon was advanced distal of the ostium. The balloon was inflated to 6atms on the first inflation and 10atms on the second inflation, for 36 seconds each. The cutting balloon was pulled back into the ostium and inflated to 10atms for 20 seconds. The balloon ruptured and a dissection was noted. The dissection was treated by implanting 3 non-bsc stents in the proximal and ostial rca. The patient was stable throughout the case. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).